Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs spec. (Mas) contacted the pt ot obtain and verify information. Since the month before the pt has obtained higher than expected blood glucose readings on the reported meter. The pt stated he was obtaining results between 30 mg/dl and 487 mg/dl at different times during the day, including his fasting blood glucose. His expected fasting blood glucose results is between 80 mg/dl and 120 mg/dl. During the time frame, the pt experienced no symptoms of high or low blood glucose levels. 2 days before reporting. At 7:00pm the pt became disorientated while driving home from his father's house. A neighbor contacted emergency services, and the paramedics tested his blood glucose level to be 24 mg/dl. The pt was given glucose intravenously, and was not hospitalized. The pt has been diabetic for 36 years. He tests his blood glucose level three times per day. The pt takes novolog insulin on a sliding scale, based on meals and meter readings. His regimen distates he take one extra unit of insulin for every 20 mg/dl his blood glucose reading is greater than 120 mg/dl. The pt also takes lantus insulin 20 units each evening.on the day of the hypoglycemic event, the pt stated he felt he might not have eaten as much of the intended meal as he had calculated his insulin dose for. The pt performed tests on the reported meter and on a new one touch ultra meter, within 10 minutes of each other, and the result on the rpeorted meter was 100 mg/dl. Higher, specific results were not given. Customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter, test strips and control solutions were replaced. Passing control solution tests were performed during troubleshooting , indicating the mter was working appropriately. However, this incident is being rpeorted because the pt became hypoglycemic after taking an insulin dose based on his next meal and the meter readings, and required emergency medical attention.